Event description:
It was reported that a lcs15 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the tissue pad fell off into the pt. The pad was retrieved. There was no consequence to the pt.